Manufacturer narrative:
D10 concomitant product: ef-325n, endo catheter ef-325n 8cm nasal tip (lot#24l0870jz); ef-325n, endo catheter ef-325n 8cm nasal tip (lot#24l0870jz); ef-325n, endo catheter ef-325n 8cm nasal tip (lot#24l0870jz); h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned syringe noted that there was a foreign object suspended in the saline. It was reported that a foreign object was found in the package or product. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when four syringes for the catheters were looked at, it appeared as it had debris in the syringes. There was no patient involvement. Functional testing of the return device confirmed a manufacturing fault. The root cause of the observed condition was determined to be a result of a manufacturing activity.